Event description:
An error occurred on the da vinci surgical system patient side manipulators (psm) arm 2. The intuitive surgical, inc. (Isi) field service engineer (fse) replaced psm 2 to correct the reported problem. No patient involvement or impact occurred. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments.

Manufacturer narrative:
The patient side manipulators (psm) arm 2 was returned to isi for failure analysis investigation. Engineering found that the psm failed the in-house brake weight drop test for axis-2. The axis-2 brake,brake gears, brake bearings and brake shaft was replaced to correct the issue. This complaint is being reported due to the patient side manipulator failing the brake weight drop during failure analysis. Although this was found during failure analysis and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.